Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is thought that the event occurred due to the use of a high-frequency treatment device without leaving a sufficient distance from the tip. Also, based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited a burnt tip and foreign material in nozzle. There were no reports of patient involvement.